Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying condition of angina. The patient had a myocardial infarction (mi) within 24 hours of the index procedure. The target lesion was located in the proximal left anterior descending (lad) artery with 70% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and a 3.50x20mm promus premier drug-eluting stent with 0 % residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died.